Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow up visit, high capture threshold was observed on the left ventricular channel. Programing changes were made. No further information was provided.

Manufacturer narrative:
(B)(4)

Event description:
New information states that the patient was discharged and has not reported to clinic since.

Event description:
New information states that potential microdislodgment was suspected on the left ventricular lead.